Event description:
It was reported that the patient came in to the hospital complaining of chest pain 6 months after 2 unknown rx xience stents were implanted in the proximal middle circumflex. A 90% restenosis was found in the previously deployed stents. A right radial approach was chosen for this interventional procedure. The lesion was not predilated. A balance middleweight universal ii was advanced through the lesion. The 3 x 23 mm xience v rx stent delivery system (sds) was advanced but would not cross the lesion. There was resistance on withdrawal so the guide catheter was deep-seated and the sds was withdrawn, at which time, the xience stent got stuck to the proximal edge of the previously stenosed stent, and dislodged. The 4-french non-abbott sheath radial access was judged to be too small to snare the stent, so the wire and guide cath were removed. A right groin femoral access was chosen and a 7-french b3 guide catheter was used. A pilot and prowater were used but failed to rewire the stent. A miracle 3 wire was advanced but did not pass within the lumen of the stent but only between the stent and the vessel wall. No dissection or perforation occurred. At this point, it was chosen to embed the stent so a 2 x 15 mm trek balloon dilatation catheter was advanced and embedded the dislodged stent at its dislodged location. A 3.5 x 20 mm trek post-dilated the stent and the stenosis with plain old balloon angioplasty. The patient remained asymptomatic throughout with no adverse patient effects. The total length of the procedure was 1 hour 15 minutes. No additional information was provided.

Manufacturer narrative:
(B)(4). The rx xience v indicated and the 3.0 x 23 mm rx xience v indicated are being filed under separate medwatch MFR numbers. Estimated date of implant, as it was reported to have been performed approximately (B)(6) prior. There were no reported product deficiencies. The reported patient effects of angina and stenosis/restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.